Event description:
It was reported that no image on the screen (tried in c-mac monitor and telepack+), leakage test ok. No surgical delay or prolongation of surgery. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Final results of investigation: a visual and functional test was carried out on the endoscope. The handle and the angle cover show signs of wear. The distal end has a knock and the bushing is leaking. The sensor and the interface board are damaged. The error described by the customer "no image" could be confirmed. The statement that the leak is sufficient could not be confirmed. The endoscope did not pass the leak test. The cause of the missing image is a hit to the distal end which damaged the sensor and caused the bushing's adhesive connection to come loose and leak. For this reason, a user misuse error is to be assumed which led to the missing image. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Adding awareness date for 9610617-2025-00282 supplemental #1, as it was submitted without the awareness date. The awareness date should be april 14, 2025. The event is filed under internal karl storz complaint ID: (B)(4).